Event description:
It was reported that the user experienced a hypoglycemic event while on the ilet system, with a recorded blood glucose of 51 mg/dl; the user had not eaten and denied recent exercise, and was advised to treat the low with oral glucose and to defer announcing a meal until glucose returned to range. Symptoms included hypoglycemia. Outcomes included the need for urgent treatment of low glucose. Investigation included a complaint intake and review for contributory factors based on user-reported history. Investigation of this case revealed no device malfunction reported and an unclear precipitating cause, with user actions and fasting status considered possible contributors. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.